Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported bent guide tube, difficult device removal, and damaged guide wire exit port were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar bent guide, difficult device removal, and damaged exit port incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the guide wire remained inside the sheath in the artery throughout the deployment of the device. The instructions for use state under smc device placement section to backload the device over the guidewire until the guide wire exit port of the device sheath is just above the skin line. Remove the guidewire before the exit port croses the skin line.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Moderate calcification was reportedly present at the femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a moderately calcified right femoral artery was attempted using a perclose proglide device. No difficulty was encountered inserting the device into the vessel. Reportedly, after returning the lever to retract/park the foot and with a guide wire remaining in the artery, the device was difficult but was able to be removed. After device removal, a kink was observed at the guide to guide tube connection and the guide wire exit port appeared to be jagged, rough, and sharp. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Hospitalization was not extended due to the reported experience. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.